Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. Further review noted the shock impedances have gradually increased from 70 ohms. At this time, the products remain in service. The patient is being monitored. No adverse patient effects were reported.